Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that in 2009, her blood glucose measured "hi" on her blood glucose monitor and later decreased to 31 mmol/l (558 mg/dl). The following morning her blood glucose again measured "hi" on her blood glucose monitor and she felt very sick and was taken to the hospital in the afternoon. She was hospitalized for 2 days. She stated she has a lot of stress. No further information is available. The infusion device was replaced and requested to be returned for evaluation.